Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain (I-drain) of peritoneal dialysis therapy. During troubleshooting the patient stated they did not check their patient line before connecting and did not think it was primed. The technical service representative (tsr) explained the alarm to the patient. The tsr had the patient cycle the power to the hc twice and reviewed with the patient checking the patient line during priming. The tsr guided the patient through removing the supplies and advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.